Event description:
In dec 2004 from a pt with a medical history of bone-on-bone osteoarthritis of both knees, no previous synvisc therapy and no known allergy to chicken or egg protein, who experienced left knee pain. The pt started treatment with synvisc in 2004. The pt received synvisc injections into both knees about three weeks earlier, in dec 2004, and a week later. The pt stated had no problems with their right knee however the left knee was "more painful than before synvisc". The pt stated "the pain grew gradually after each injection". Pt described the pain as an 8 on a scale of 1 to 10". There was no left knee swelling, redness or itching. The pt stated "the pain only occurred when pt bent their knee, but not when pt was standing or walking stiff-leg". Pt was treated with motrin 400 mg tid. The pain persisted and was unresolved at the time of this report. The pt notified the physician of the events.